Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The electrical continuity test also passed and no damage was observed with the conductor wire. Based on the information provided at this time, this complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient.

Event description:
During a da vinci-assisted surgical procedure, it was reported that the energy cable/wire of the fenestrated bipolar forceps (fbf) instrument was broken. There was no report of fragment(s) falling inside the patient. The procedure was completed with no reported patient harm or injury.